Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with teflon infusion sets, attempted multiple meal announcements and an insulin injection without disconnecting from the pump, then transitioned to backup subcutaneous insulin therapy and disconnected from the ilet, after which glucose began to decline. Symptoms included high blood glucose. Outcomes included need for troubleshooting, education, and assignment for additional training. Investigation included user counseling on proper use, including disconnecting prior to off-pump insulin and avoiding false meal announcements, and coordination with training personnel. Investigation of this case revealed improper use and infusion site management issues were suspected contributors, though the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.